Event description:
It was reported that a patient presented to clinic for follow up, the right ventricle (rv) lead exhibited noise over sensing which had led to pacing inhibition. The noise was reproduced. The physician elected to cap the rv lead and implanted a new lead on (B)(6) 2025. The patient was stable throughout.

Event description:
It was reported that a patient presented to clinic for follow up, the right ventricle (rv) lead exhibited noise over sensing which had led to pacing inhibition. The noise was reproduced. The physician elected to cap the rv lead and implanted a new lead on (B)(6) 2025. The patient was stable throughout.